Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging hypersensitivity, kidney disease/toxicity and lung disease. Medical intervention was not specified. The device was returned to the third party service center for evaluation. During servicing of the device, no evidence of visible foam particles was found. The device has been repaired. If any additional information is received, a follow up report will be filed.